Event description:
Same case as: MDR ID 2134265-2012-04795. It was reported that during a rotational atherectomy treatment procedure, foot switch failed. The dynagllide foot pedal switch failed during the procedure and the 2mm burr in the left main was unable to be retrieved with the dynaglide foot pedal. The procedure was unable to be completed. The patient complained of pain. Additional information received indicates the 2mm rotablator rotalink burr was lodged proximal to the lesion. The device was removed from the patient. The procedure was not completed due ot this event. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).